Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen became unresponsive during training, and standard troubleshooting steps were performed without restoring function, after which a replacement ilet was provided. Symptoms included no clinical symptoms and no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote technical troubleshooting, including cleaning the screen, attempting unlock with accurate touch placement and a stylus, charging pad testing, third-party interaction, and a capacitive touch recalibration attempt. Investigation of this case revealed an unresponsive touchscreen consistent with a device malfunction of the user interface display, with the pump otherwise powered on. The device powers on when charged however the screen is not responsive. The device was opened to investigate further. The hoverboard in question was removed and a known good one was replaced and the device operated as designed. The connecting flex cable was then tested, and it passed operations. Though it's not definitive but it appears the host hoverboard chip u1 is faulty.